Event description:
It was reported by the rep that the (2) 511sd's were used during a laparoscopic nissen fundoplication procedure. It was reported that the (2) seals tore during the procedure causing carbon dioxide to leak profusely out of the trocar. There was no consequence to the pt. 07/30/1999 the case was completed using the above products.